Event description:
It was reported that the right ventricular (rv) lead was fractured due to clavicular crush. It was noted that the patient had tight access between clavicle and first rib. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d274trk implantable pacemaker/cardio/defib - (B)(6) 2010. (B)(4).